Manufacturer narrative:
The returned cable was evaluated. Visual inspection showed a cut on the outer jacket along the length of the cable; causing exposed conductor jackets and outer shield. The cable passed continuity testing and functioned as designed when connected to a radical-7. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported sensor's led on, readings for couple of seconds then goes off. No patient impact or consequences reported.